Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a remote merlin transmission, noise was observed on the right ventricular lead. Noise initiated inappropriate charging but no therapy was delivered. No electrical anomalies were detected. The patient came to the hospital for evaluation. A normal ejection fraction was noted. The pacing support was turned off and the tachy therapies were disabled off. The patient went home with no issues. The patient will be monitored.